Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8 731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported the patient came into the hospital on (B)(6) 2015 and was admitted with increased spasticity, lots of spasms, pain and a "new " wound. The wound was described as "right sided ischial and heel due to poor spasticity control." On (B)(6) 2015, the patient was receiving a dose of 282 microgram (mcg) of lioresal (baclofen) flex mode, 500 mcg/ml. The dose was increased to 328 mcg flex on (B)(6) 2015. The dose was again increased to 392 mcg flex on (B)(6) 2015. On (B)(6) 2015, the pump was refilled and the dose was increased 30% to 516 mcg and the programming was changed to simple continuous. On (B)(6) 2015, the dose was increased 12% to 575 mcg then again increased 20% to 690 mcg on (B)(6) 2015. On (B)(6) 2015, the dose was increased 20% to 829 mcg. After this increase, the patient had a change in status; the patient became more irritable and hypomanic, so they were started on oral klonopin and an anti-psychotic (seroquil). On (B)(6) 2015, the patient was "still spasming" so their does was increased to 989 mcg. The patient had bridge bolus performed and the medication concentration was increased from 500 mcg/ml to 2000 mcg/ml, the dose stayed the same. The patient had altered mental status which got worse over the "last few weeks since the refill on (B)(6) 2015." It was noted, "3 weeks consulted neurology; psychotic symptoms persisted". On (B)(6) 2015, the dose was reduced to 746 mcg to "see if psychosis would get better". A dye study was performed on (B)(6) 2015 (also reported to have occurred on (B)(6) 2015) which did not show any issues with the system. The catheter was primed with 0.22 ml volume. The patient had a fever of 102 post-dye study and there were some red-blood cells (rbc) in the cerebrospinal fluid (csf). Pump logs were also checked and "all [was] good." On (b)(64) 2015, the patient was "itching and twitching." The pump was interrogated and not motor stalls nor alarms were noted. On (B)(6) 2014, the patient was hallucinating so the pump was again interrogated and no issues were found. The patient's still had psychosis despite the dose reduction on (B)(6) 2015. On (B)(6) 2015, the healthcare professional (hcp) went into the reservoir to confirm the amount of drug in the pump was correct and it was. They planned to reduce the dose to 500 mcg to see if the psychosis goes away. It was stated, "worse in past week; new tremors; nurses feel [the patient was] mostly the same." Additional information received from the hcp reported the cause of the event (patient experienced a wound, increased spasticity and psychosis, including hallucinations) was caused by the patient's other medication quetiapine (unknown start date) and the event was not related to the pump. It was stated, "full evaluation of pump, drug, and catheter -> not related to device, related to patient's underlying mental health history." The patient was reported to be "not recovered, symptoms/issues ongoing."

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).